Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence and insulin was not observed exiting the cartridge pigtail during the fill tubing step. Customer changed the cartridge/infusion set to resolve the issues. Customer¿s blood glucose was 173 mg/dl.